Event description:
It was reported that an ilet pump experienced screen bezel separation during the night, and the user found the device in the morning with the display no longer usable, consistent with a loss of or failure to bond affecting the display; the user reported difficulty using the device afterward and indicated the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with component failure, aligned with a loss of or failure to bond at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.